Manufacturer narrative:
The issue reoccurred at the customer site and the field service engineer returned. The sipper and vacuum nozzles, sipper tube and pinch tube were replaced. The reference electrode and dilution nozzle were also replaced. An ise check was performed and gave proper values. The calibrations and qcs were acceptable. The noise errors did not occur any more. No further issues were reported after the service visit. The actions performed by the field service engineer during the second visit resolved the issue. A specific root cause was not identified.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable ise indirect na for gen.2 result for 1 patient tested on a cobas 8000 cobas ise module (double). The initial sodium result was 164.4 mmol/l. The patient sample was tested on another analyzer and a sodium result of 145.7 mmol/l was obtained. The customer mentioned that prior to the erroneous sodium result that they were getting voltage errors on the analyzer, but ise check testing was believed to have been performed after the error message and the results were acceptable results. The "erronous" result was not reported outside of the laboratory. There was no allegation of an adverse event. The sodium electrode lot information was requested but was not provided. The field engineering specialist replaced a solenoid valve. The gear pump pressure was adjusted. He checked the tubing for blockage and none was discovered. An air purge, reagent prime, and an ise check were performed successfully. Calibration and qc testing were performed with acceptable results.